Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of the maryland bipolar forceps instrument would not operate. The instrument was placed on an ipt tester and passed all functional tests. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches measured .056-.190 in length and not aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument became non-operational and a back-up was used to complete the procedure. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.